Event description:
Same case as: 2134265-2009-02517, 2134265-2009-02518, 2134265-2009-02519, 2134265-2009-02521. It was reported that 5 days after a percutaneous coronary intervention could not be completed, a death occurred. The 97% stenosed lesion was located in a moderately tortuous and severely calcified proximal to mid left anterior descending artery that contained a significant bend of 45 to 90 degrees. The physician predilated with 1.5x15mm and 2.5x15mm non bsc balloons. The physician advanced a 2.75x16mm taxus liberte' drug eluting stent to the lesion, but encountered resistance and could not cross the lesion. A 2.75x20mm quantum maverick balloon was advanced to the lesion to pre-dilate and could not cross the lesion. A 2.50x20mm quantum maverick balloon was inflated to 20 atms for 20 seconds numerous times but did not reduce the stenosis. It was noted that the balloon did not rewrap well. The physician attempted to predilate again with a 2.50x20mm quantum maverick balloon and was still unable to reduce the stenosis. The 2.75x16mm taxus liberte' drug eluting stent was advanced to the lesion again but could not cross. A 2.5x20mm taxus liberte' was advanced to the lesion and could not cross. The procedure was aborted at this point and the patient was not stable and placed on an iabp. Five days later, the patient died. The physician commented that the death was unrelated to the performance of the devices but due to the inability to complete the procedure.